Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing due to post paced t wave oversensing. Programming changes were made on (B)(6) 2021. After the changes, more oversensing occurred so the patient went back to the clinic on (B)(6) 2021 and more changes were made. There were no patient consequences.